Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The DHR (device history review) for the libre sensor kit was reviewed. The DHR showed the libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
Customer reported the adc freestyle libre sensor detached from the adhesive after 2 days of wear and he was therefore unable to monitor his glucose. Customer experienced issues with vision, confusion, and a "high glucose event" and had contact with a healthcare provider who provided unspecified "medications". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor detached from the adhesive after 2 days of wear and he was therefore unable to monitor his glucose. Customer experienced issues with vision, confusion, and a "high glucose event" and had contact with a healthcare provider who provided unspecified "medications". There was no report of death or permanent injury associated with this event.